Event description:
A number of errors have occurred at our institution with the use of baxter's ipump pain management system in which pca pumps were restarted at the incorrect infusion settings. We have been able to replicate the circumstances multiple times. This poses a significant pt safety risk if pts are unknowingly receiving pca via pump settings that are much higher than intended. At present only anecdotal reports of this occurrence have been described at our institution; however, we are currently making efforts to identify specific pts in which this error has occurred. Once we have identified those individuals, we will report those instances individually. The following example illustrates the scenario that has occurred several times. 1. Initial pca settings written for pt a are: 3-6-2 (loading dose, pca dose, continuous rate, respectively). 2. Over the course of the inpatient stay, the settings are decreased to 3-6-0. 3. The pca pump is disconnected. Unplugged, and turned off while the pt a is sent downstairs for an MRI. 4. When pt a returns, the pca is reconnected and turned back on. The pump prompts the programmer to decide whether or not he/she wishes to "resume previous rx: yes or no." Many of our nurses have interpreted this prompt to mean "resume most recent settings." However, if the programmer selects yes, the pump reverts back to the original settings (3-6-2). Not the most recent settings (3-6-0). This has caused much confusion due to misinterpretation of the "resume previous rx option.